Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that chest pain occurred. On (B)(6) 2014, the subject presented with stabbing, mid sternal chest pain radiating up to neck and down his arm associated with shortness of breath. At the time of the event, the subject was on aspirin and clopidogrel. The study drug per protocol was last taken on (B)(6) 2013. During the interventional procedure, the proximal rca (cass site #1) was treated with balloon angioplasty and placement of a 4.0 x 28 mm promus drug eluting stent, resulting in 0% residual stenosis. Post inflation with 2.5 x 12 mm emerge balloon catheter, the subject complained of chest pain which was treated with nitroglycerin (ntg) spray. Two days post-procedure, the event was considered to be resolved without residual effects and the subject was discharged on the same day with aspirin and clopidogrel.

Manufacturer narrative:
Event date corrected from (B)(6) 2014. (B)(4)

Event description:
Taxus liberte clinical study, it was reported that chest pain occurred. On (B)(6) 2014, the subject presented with stabbing, mid sternal chest pain radiating up to neck and down his arm associated with shortness of breath. At the time of the event, the subject was on aspirin and clopidogrel. The study drug per protocol was last taken on (B)(6) 2013. During the interventional procedure, the proximal rca (cass site #1) was treated with balloon angioplasty and placement of a 4.0 x 28 mm promus drug eluting stent, resulting in 0% residual stenosis. Post inflation with 2.5 x 12 mm emerge balloon catheter, the subject complained of chest pain which was treated with nitroglycerin (ntg) spray. Two days post-procedure, the event was considered to be resolved without residual effects and the subject was discharged on the same day with aspirin and clopidogrel.